Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value in the 50 mg/dl to 60 mg/dl at the time of incidence. Customer¿s current blood glucose level was 140 mg/dl and 135 mg/dl. Customer treated with glucose tablets. Customer stat that the insulin pump was on auto mode. Self test was performed and passed. The insulin pump will not be returned device for analysis.